Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal ancef (1 g; frequency not reported) and intraperitoneal fortaz (1 g; frequency not reported) for peritonitis. Dianeal and extraneal therapy remained ongoing. Fourteen days after the event onset, the fortaz and ancef were discontinued. Twenty one days after the event onset, while the patient was recovering, the patient experienced a relapsing event of peritonitis manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The patient was again treated with intraperitoneal ancef (1 g for fourteen days; frequency not reported) and intraperitoneal fortaz (1 g for fourteen days; frequency not reported) for peritonitis. Dianeal and extraneal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.